Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: a visual and functional assessment was performed on the device. The following steps failed: section 70: check oscillation frequency with frequency meter. During the service evaluation the following failures were identified: functional: heat. Conclusion: failure reported is confirmed. The assignable root cause was determined to be due to component failure from wear.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the oscillating saw attachment device was heating up. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.